Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report the pt's electrode belt is missing the connector. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (belt connector missing) has been confirmed. As received, the electrode belt trunk cable connector housing was broken. The connector locking nut was missing, which would not properly secure the belt in the monitor. The root cause for the missing locking nut was not positively identified, but was likely due to physical abuse. The electrode belt was otherwise fully functional and could properly monitor a cardiac signal. No adverse event results from the missing locking nut. The pt received a replacement electrode belt.